Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2005. It was reported that following insertion patient experienced infection, urinary/bowel problems, recurrence and vaginal scarring. It was reported that patient underwent a&p repair with a mesh placement and an appendectomy on (B)(6) 2010 due to pop.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat vaginal vault prolapse, cystocele, rectocele, and enterocele. It was reported that the patient had the concurrent procedures of ap repair and bilateral sacrospinous suspension performed during mesh implantation.

Manufacturer narrative:
Date sent to FDA: 2/18/2019. Additional narrative: it was reported that the patient died on an unknown date at this time.